Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient passed away on (B)(6) 2012. The patient's cause of death on their death certificate is listed as metabolic acidosis and diabetes mellitus. The reporter indicated that the patient had been experiencing elevated blood glucose levels (reading hi on the meter) on (B)(6) 2012. The patient was being cared for at a nursing home at the time. The patient recently had surgery to amputate a foot, and was being treated with antibiotics to prevent infection. The patient reportedly had been experiencing elevated blood glucose levels for a few days after the surgery; the patient's normal range was between 100 and 120mg/dl, but was not able to maintain this post surgery. The patient was taken to the emergency room on (B)(6) 2012, due to high blood glucose levels; resuscitation was attempted at the hospital but the patient was pronounced dead on (B)(6) 2012. The reporter is unsure of the exact treatment provided in the ER, and if injections were given to treat the high blood glucose levels while the patient was in the nursing home. The pump reportedly was being worn by the patient at the time of death. The pump history was reviewed with the reporter and the time and date settings were found to be correct when the pump was being used. The bolus and total daily delivery history indicate that no boluses were delivered via the pump on (B)(6). The reporter was unsure if boluses were given via injection at the nursing home. The total daily delivery history was found to add up correctly for basal and bolus deliveries. The reporter indicated that they do not believe that the pump was the cause of death and believes that the patient's blood glucose levels were difficult to control due to the surgery and possible infection. This report is being made based on the indication that the patient passed away related to metabolic acidosis and diabetes mellitus while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated the following: the last bolus was performed on (B)(6) 2012 at 10:08am; the pump's final basal delivery occurred on (B)(6) 2012 at 1:23pm; the pump was suspended on (B)(6) 2012 at 1:26pm and was not resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.